Manufacturer narrative:
Date sent to the FDA: 12/29/2020. Additional information: a2, b7, d1, d4.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery and mesh was implanted on (B)(6) 2018 during which the surgeon noted the previously placed mesh required dissection and removal. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was previously reported that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.